Manufacturer narrative:
It was reported that there was a hard spot on the orthotic that caused open wound. The patient was treated for the wound with debridement and routine dressing changes. The returned product inspected and complaint was confirmed

Event description:
It was reported that there was a hard spot on the orthotic that caused open wound. The patient was treated for the wound with debridement and routine dressing changes.